Event description:
It was reported that the patient was not receiving therapy and had been a little more spastic lately. The hcp believed that it was due to the patient's recent sickness. The patient had pneumonia and some other health issues. A volume discrepancy occurred. The actual residual volume (8.3ml) was greater than the expected residual volume (6.8ml). The cause of the 1.5ml discrepancy was unknown. A dye study was performed; the catheter contained saline. The hcp disconnected the catheter from the pump to check for csf flow and then reattached it. The connector was also checked. The dye study revealed no issues with the catheter. Upon opening, the catheter appeared as though it may have been kinked behind the pump. The hcp repositioned that before closing. The hcp planned to perform a prime bolus for the catheter volume only to refill the catheter after the dye study. The dose was decreased and the plan was for the patient to follow up later for increases. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model#8709, lot# l60025, implanted: 1999 (B)(6), explanted: unk. Proximal catheter segment: model# 8578, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).